Event description:
A consumer reported that less than a week following intraocular lens (iol) implant surgery, she began experiencing visual disturbances. The consumer reported that while her vision is near perfect, it is impaired by a second image that she sees. She reported blurred near vision, problems with night and low light conditions, trouble seeing street signs and people due to oncoming headlights and halos. She reported she is an (B)(6) and was having difficulty performing basic responsibilities which were compounded by the fact that she has work shortened hours because she cannot drive in low light or night conditions. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).